Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer's technical support advised customer check the speaker connections. Issue went away. Advised customer per tech discretion to replace the speakers. Follow up with the customer; the customer reported replacement of the speakers resolved this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Caller reported that the unit logs a post primary audible alarm failed. There was no patient involvement.